Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery anomaly, reprogram alarm. The customer reported blood glucose value of 600 mg/dl. The customer reported hyperglycemia treated with IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-1886. Troubleshooting was performed. Customer reported high bgs. Customer has been using the insulin pump system within 48hrs of reported high bg event and auto-mode feature was active. No further patient complications were reported. No product return is required for mmt-1886.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section h6(health effect ¿ impact code & health effect - clinical code) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Deleting insulin drip treatment for the hyperglycemia in h6 as it was not mentioned in the complaint text and ice says treated with manual injection for 6u. Also, insulin pump and manual injection are used for the treatment of high blood glucose. Since customer was in the hospital when the event occurred, using hospital treatment for also. Correct event date is (B)(6) 2024 as per complaint text. Updated summary: customer was hospitalized for a surgery unrelated to diabetes. Their nurse reported that customer had a high blood glucose of 600mg/dl on (B)(6) 2024 at 1am. High was treated pump and manual injection (per ice). Insulin drip was not used. Customer alleged under delivery because he was thinking the hospital changed the pump settings. Customer said he saw the hospital staff taking his pump away and pressing buttons. Customer did not write down his pump settings to compare with the current pump programming. Customer had changed set and reservoir on the evening of (B)(6) 2024. Customer did get a ¿bg required¿ alert. However, customer did not mention an alarm to reprogram or check settings. Per caller, smartguard was used. It was unknown if customer will continue to use the pump. Pump is not returning for analysis.